Event description:
Customer reported having issues with blood glucose 253 mg/dl versus sensor glucose 50 mg/dl. Customer stated the insulin pump was alarming predicted lows, it also went into a threshold suspend twice. Customer removed the sensor from the skin and replaced it. Customer inserted a new sensor and the sensor appeared to be functioning as designed. Customer declined troubleshooting, he had spoken to the trainer about situation and it was also noted that the sensor appeared to be partially pulled. The blood glucose reading was 253mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.